Event description:
It was reported that the aiming arm could not fit the sleeve. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. Apparently there was evidence which revealed that other parts that were not returned or reported may have been the cause of the problem. No further investigations can be performed. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. The device was manufactured in accordance with all specifications and no product fault could be detected. Conclusion: the complaint is considered indeterminate from a manufacturing perspective. However, we are not able to determine the exact cause of this occurrence and the complaint condition remains unknown. It is noted that other parts that were not returned or reported may have been the cause of the problem. No further investigations can be performed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The date of the event was (B)(6) 2011.